Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed that the electrode was severed, in addition to tool damage and sliced silicone overmold on the top and bottom covers. These anomalies are believed to have occurred during revision surgery. The photographic imagine inspection revealed severed electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This version of the hires ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient elected revision surgery, despite the device testing within normal limits. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.